Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts and would make an audible alert/alarm instead. Customer's blood glucose level was 266mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.